Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic/left sided pelvic pain") and autoimmune disorder ("autoimmune issues") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included colitis, menometrorrhagia and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as ibuprofen and paracetamol (tylenol cold). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain: joints") and myalgia ("pain: muscle"). In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 6 years 2 months after insertion of essure, the patient experienced device expulsion ("both essure devices were found in my uterus"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), palpitations ("heart palpitations (unconfirmed by a doctor)"), nausea ("nausea"), amnesia ("memory loss"), feeling abnormal ("foggy"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, device expulsion, depression, anxiety, menorrhagia, vaginal infection, female sexual dysfunction, palpitations, nausea, amnesia, feeling abnormal, fatigue, alopecia, arthralgia and myalgia outcome was unknown and the vaginal haemorrhage and dyspareunia had resolved. The reporter considered alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, depression, device expulsion, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, myalgia, nausea, palpitations, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. "Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 42 year old patient. Her concurrent conditions were added. Essure insertion date was updated. Essure indication was added. Her concomitant medications were added. Per pfs: following events: abnormal bleeding (menorrhagia/ vaginal), vaginal infection, apareunia (inability to have sexual intercourse), heart palpitations (unconfirmed by a doctor), both essure devices were found in my uterus, nausea, memory loss, foggy, dyspareunia (painful sexual intercourse), fatigue, hair loss, pain: joints, pain: muscle and she did not undergo essure confirmation test were added. She had recovered from events: pain during intercourse and vaginal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/left sided pelvic pain'), autoimmune disorder ('autoimmune issues') and hypothyroidism ('hypothyroidism') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's concurrent conditions included colitis, menometrorrhagia and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as ibuprofen and paracetamol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain: joints/joint soreness") and myalgia ("pain: muscle/muscle soreness"). In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia inability to have sexual intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device expulsion ("both essure devices were found in my uterus"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), palpitations ("heart palpitations (unconfirmed by a doctor)"), nausea ("nausea"), amnesia ("memory loss"), feeling abnormal ("foggy"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), malaise ("sick"), tooth fracture ("tooth craked"), toothache ("tooth pain"), headache ("headaches"), abdominal pain upper ("stomach pain"), dysgeusia ("metal taste in mouth"), asthenia ("no energy"), gait disturbance ("walk problems"), pain ("body pain"), tiredness ("tired"), loss of libido ("no libido"), joint dislocation ("elbow dislocated"), bone disorder ("bone problems"), inflammation ("inflammation"), thyroid disorder ("thyroid issue"), swelling ("swelling "), abdominal pain lower ("lower abdominal pain"), musculoskeletal pain ("shoulder pain"), allergy to metals ("allergic to nickel"), sinus disorder ("sinus issue"), pain in extremity ("leg pain"), muscle tightness ("tension in neck"), acne ("acne"), affective disorder ("mood problems"), anaemia ("anemic"), bladder disorder ("bladder problems"), sleep disorder ("sleep problems"), cyst ("cyst"), premenstrual syndrome ("premenstrual syndrome"), vulvovaginal dryness ("vaginal dryness"), dry skin ("skin dryness"), dry eye ("eye dry"), crying ("crying"), breast tenderness ("breast tenderness"), hypothyroidism (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and hot flush ("hot flashes") and was found to have blood glucose increased ("blood sugar level high"), hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, feeling abnormal, dyspareunia, migraine, pain, loss of libido and breast tenderness had resolved, the autoimmune disorder, device expulsion, depression, anxiety, menorrhagia, vaginal infection, female sexual dysfunction, palpitations, nausea, amnesia, fatigue, arthralgia, myalgia, malaise, tooth fracture, toothache, headache, abdominal pain upper, blood glucose increased, dysgeusia, asthenia, gait disturbance, tiredness, joint dislocation, bone disorder, inflammation, thyroid disorder, swelling, abdominal pain lower, musculoskeletal pain, allergy to metals, sinus disorder, pain in extremity, hormone level abnormal, muscle tightness, weight increased, acne, anaemia, bladder disorder, sleep disorder, cyst, premenstrual syndrome, vulvovaginal dryness, dry skin, dry eye, crying, hypothyroidism, fibromyalgia and hot flush outcome was unknown and the alopecia and affective disorder was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, asthenia, autoimmune disorder, bladder disorder, blood glucose increased, bone disorder, breast tenderness, crying, cyst, depression, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, headache, hormone level abnormal, hot flush, hypothyroidism, inflammation, joint dislocation, loss of libido, malaise, menorrhagia, migraine, muscle tightness, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, palpitations, pelvic pain, premenstrual syndrome, sinus disorder, sleep disorder, swelling, thyroid disorder, tooth fracture, toothache, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, weight increased and tiredness to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/left sided pelvic pain'), perforation ('perforation'), autoimmune disorder ('autoimmune issues') and hypothyroidism ('hypothyroidism') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included colitis, menometrorrhagia and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as ibuprofen and paracetamol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain: joints/joint soreness") and myalgia ("pain: muscle/muscle soreness"). In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device expulsion ("both essure devices were found in my uterus/migration "), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), palpitations ("heart palpitations (unconfirmed by a doctor)"), nausea ("nausea"), amnesia ("memory loss"), feeling abnormal ("foggy"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), malaise ("sick"), tooth fracture ("tooth craked"), toothache ("tooth pain"), headache ("headaches"), abdominal pain upper ("stomach pain"), dysgeusia ("metal taste in mouth"), asthenia ("no energy"), gait disturbance ("walk problems"), pain ("body pain"), tiredness ("tired"), loss of libido ("no libido"), joint dislocation ("elbow dislocated"), bone disorder ("bone problems"), inflammation ("inflammation"), thyroid disorder ("thyroid issue"), swelling ("swelling "), abdominal pain lower ("lower abdominal pain"), musculoskeletal pain ("shoulder pain"), allergy to metals ("allergic to nickel"), sinus disorder ("sinus issue"), pain in extremity ("leg pain"), muscle tightness ("tension in neck"), acne ("acne"), affective disorder ("mood problems"), anaemia ("anemic"), bladder disorder ("bladder problems"), sleep disorder ("sleep problems"), cyst ("cyst"), premenstrual syndrome ("premenstrual syndrome"), vulvovaginal dryness ("vaginal dryness"), dry skin ("skin dryness"), dry eye ("eye dry"), crying ("crying"), breast tenderness ("breast tenderness"), hypothyroidism (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and hot flush ("hot flashes") and was found to have blood glucose increased ("blood suger level high"), hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (essure removal and to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, feeling abnormal, dyspareunia, migraine, pain, loss of libido and breast tenderness had resolved, the perforation, autoimmune disorder, device expulsion, depression, anxiety, menorrhagia, vaginal infection, female sexual dysfunction, palpitations, nausea, amnesia, fatigue, arthralgia, myalgia, malaise, tooth fracture, toothache, headache, abdominal pain upper, blood glucose increased, dysgeusia, asthenia, gait disturbance, tiredness, joint dislocation, bone disorder, inflammation, thyroid disorder, swelling, abdominal pain lower, musculoskeletal pain, allergy to metals, sinus disorder, pain in extremity, hormone level abnormal, muscle tightness, weight increased, acne, anaemia, bladder disorder, sleep disorder, cyst, premenstrual syndrome, vulvovaginal dryness, dry skin, dry eye, crying, hypothyroidism, fibromyalgia and hot flush outcome was unknown and the alopecia and affective disorder was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, asthenia, autoimmune disorder, bladder disorder, blood glucose increased, bone disorder, breast tenderness, crying, cyst, depression, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, headache, hormone level abnormal, hot flush, hypothyroidism, inflammation, joint dislocation, loss of libido, malaise, menorrhagia, migraine, muscle tightness, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, palpitations, pelvic pain, perforation, premenstrual syndrome, sinus disorder, sleep disorder, swelling, thyroid disorder, tooth fracture, toothache, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, weight increased and tiredness to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/left sided pelvic pain'), autoimmune disorder ('autoimmune issues') and hypothyroidism ('hypothyroidism') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included colitis, menometrorrhagia and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as ibuprofen and paracetamol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain: joints/joint soreness") and myalgia ("pain: muscle/muscle soreness"). In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device expulsion ("both essure devices were found in my uterus"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), palpitations ("heart palpitations (unconfirmed by a doctor)"), nausea ("nausea"), amnesia ("memory loss"), feeling abnormal ("foggy"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), malaise ("sick"), tooth fracture ("tooth craked"), toothache ("tooth pain"), headache ("headaches"), abdominal pain upper ("stomach pain"), dysgeusia ("metal taste in mouth"), asthenia ("no energy"), gait disturbance ("walk problems"), pain ("body pain"), tiredness ("tired"), loss of libido ("no libido"), joint dislocation ("elbow dislocated"), bone disorder ("bone problems"), inflammation ("inflammation"), thyroid disorder ("thyroid issue"), swelling ("swelling "), abdominal pain lower ("lower abdominal pain"), musculoskeletal pain ("shoulder pain"), allergy to metals ("allergic to nickel"), sinus disorder ("sinus issue"), pain in extremity ("leg pain"), muscle tightness ("tension in neck"), acne ("acne"), affective disorder ("mood problems"), anaemia ("anemic"), bladder disorder ("bladder problems"), sleep disorder ("sleep problems"), cyst ("cyst"), premenstrual syndrome ("premenstrual syndrome"), vulvovaginal dryness ("vaginal dryness"), dry skin ("skin dryness"), dry eye ("eye dry"), crying ("crying"), breast tenderness ("breast tenderness"), hypothyroidism (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and hot flush ("hot flashes") and was found to have blood glucose increased ("blood suger level high"), hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, feeling abnormal, dyspareunia, migraine, pain, loss of libido and breast tenderness had resolved, the autoimmune disorder, device expulsion, depression, anxiety, menorrhagia, vaginal infection, female sexual dysfunction, palpitations, nausea, amnesia, fatigue, arthralgia, myalgia, malaise, tooth fracture, toothache, headache, abdominal pain upper, blood glucose increased, dysgeusia, asthenia, gait disturbance, tiredness, joint dislocation, bone disorder, inflammation, thyroid disorder, swelling, abdominal pain lower, musculoskeletal pain, allergy to metals, sinus disorder, pain in extremity, hormone level abnormal, muscle tightness, weight increased, acne, anaemia, bladder disorder, sleep disorder, cyst, premenstrual syndrome, vulvovaginal dryness, dry skin, dry eye, crying, hypothyroidism, fibromyalgia and hot flush outcome was unknown and the alopecia and affective disorder was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, asthenia, autoimmune disorder, bladder disorder, blood glucose increased, bone disorder, breast tenderness, crying, cyst, depression, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, headache, hormone level abnormal, hot flush, hypothyroidism, inflammation, joint dislocation, loss of libido, malaise, menorrhagia, migraine, muscle tightness, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, palpitations, pelvic pain, premenstrual syndrome, sinus disorder, sleep disorder, swelling, thyroid disorder, tooth fracture, toothache, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, weight increased and tiredness to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding." Amendment: the report was amended for the following reason: upon internal review, the events ovarian cancer and bone cancer were deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/left sided pelvic pain'), autoimmune disorder ('autoimmune issues'), ovarian cancer ('ovarian cancer'), bone cancer ('bone cancer') and hypothyroidism ('hypothyroidism') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included colitis, menometrorrhagia and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as ibuprofen and paracetamol (tylenol cold). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain: joints/joint soreness") and myalgia ("pain: muscle/muscle soreness"). In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia inability to have sexual intercourse") and dyspareunia ("dyspareunia painful sexual intercourse"). On (B)(6) 2014, the patient experienced device expulsion ("both essure devices were found in my uterus"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), palpitations ("heart palpitations (unconfirmed by a doctor)"), nausea ("nausea"), amnesia ("memory loss"), feeling abnormal ("foggy"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), malaise ("sick"), tooth fracture ("tooth craked"), toothache ("tooth pain"), headache ("headaches"), abdominal pain upper ("stomach pain"), dysgeusia ("metal taste in mouth"), asthenia ("no energy"), gait disturbance ("walk problems"), pain ("body pain"), tiredness ("tired"), loss of libido ("no libido"), joint dislocation ("elbow dislocated"), bone disorder ("bone problems"), inflammation ("inflammation"), thyroid disorder ("thyroid issue"), swelling ("swelling "), abdominal pain lower ("lower abdominal pain"), musculoskeletal pain ("shoulder pain"), allergy to metals ("allergic to nickel"), sinus disorder ("sinus issue"), pain in extremity ("leg pain"), muscle tightness ("tension in neck"), acne ("acne"), affective disorder ("mood problems"), anaemia ("anemic"), bladder disorder ("bladder problems"), sleep disorder ("sleep problems"), cyst ("cyst"), premenstrual syndrome ("premenstrual syndrome"), vulvovaginal dryness ("vaginal dryness"), dry skin ("skin dryness"), dry eye ("eye dry"), crying ("crying"), breast tenderness ("breast tenderness"), hypothyroidism (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and hot flush ("hot flashes") and was found to have blood glucose increased ("blood suger level high"), hormone level abnormal ("hormonal imbalance"), ovarian cancer (seriousness criterion medically significant), weight increased ("weight gain") and bone cancer (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, feeling abnormal, dyspareunia, migraine, pain, loss of libido and breast tenderness had resolved, the autoimmune disorder, device expulsion, depression, anxiety, menorrhagia, vaginal infection, female sexual dysfunction, palpitations, nausea, amnesia, fatigue, arthralgia, myalgia, malaise, tooth fracture, toothache, headache, abdominal pain upper, blood glucose increased, dysgeusia, asthenia, gait disturbance, tiredness, joint dislocation, bone disorder, inflammation, thyroid disorder, swelling, abdominal pain lower, musculoskeletal pain, allergy to metals, sinus disorder, pain in extremity, hormone level abnormal, muscle tightness, ovarian cancer, weight increased, acne, anaemia, bladder disorder, sleep disorder, cyst, premenstrual syndrome, vulvovaginal dryness, dry skin, dry eye, crying, bone cancer, hypothyroidism, fibromyalgia and hot flush outcome was unknown and the alopecia and affective disorder was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, asthenia, autoimmune disorder, bladder disorder, blood glucose increased, bone cancer, bone disorder, breast tenderness, crying, cyst, depression, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, headache, hormone level abnormal, hot flush, hypothyroidism, inflammation, joint dislocation, loss of libido, malaise, menorrhagia, migraine, muscle tightness, musculoskeletal pain, myalgia, nausea, ovarian cancer, pain, pain in extremity, palpitations, pelvic pain, premenstrual syndrome, sinus disorder, sleep disorder, swelling, thyroid disorder, tooth fracture, toothache, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, weight increased and tiredness to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding." Most recent follow-up information incorporated above includes: on 6-apr-2020: social media was received. Event added- migraine, sick, tooth cracked, tooth pain, stomach pain, blood suger level high headaches, metal taste in mouth, no energy, walk problems, body pain, tired, no libido, elbow dislocated, bone problems, inflammation, thyroid issue, swelling, lower abdominal pain, shoulder pain, allergic to nickel, sinus issue, leg pain, hormonal imbalance, tension in neck, ovarian cancer, weight gain, acne, mood problems, anemic, bladder problems, sleep problems, cyst, premenstrual syndrome, vaginal dryness, skin dryness, eye dry, crying, bone cancer, breast tenderness, hypothyroidism, fibromyalgia, hot flashes. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.